Manufacturer narrative:
Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) adjusted the actual instrument detector related-parts for daily check for the lamp intensity ll (lamp low) flag. The problem was isolated to being the all-in-one computer; the windows 10 software was installed by a distributor engineer in the spanish language; however, the aia-2000 2.5 application software seemed to have issues running under windows 10 and generated the ll flag on the detector upon daily check. The fse performed re-image of the all-in-one computer on windows 10 and setup all in the english language. The fse then proceeded to reload the aia-2000 2.05 software application and the issue was corrected. A tosoh field application specialist ran precision and quality controls and all results were as expected. No further action was required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under section 6. System operation, states the following: lamp: light source intensity. Ok: light source intensity sufficient. Ll: light source intensity insufficient or incorrect substrate dispense volume. Contact a tosoh service center or local representatives. The most probable cause of the reported was due to the incorrect version of windows 10 language loaded onto the aia-2000 all-in-one computer.

Event description:
On (B)(6) 2018, a customer reported getting a lamp intensity ll (lamp low) flag after performing daily check on the aia-2000 instrument. A field service engineer was dispatched to address the reported event, which resulted in delay in reporting of patient results for prolactin (prl), estradiol (e2), progesterone (prog), and beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.